Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: the operation was the reoperation after the sigmoidectomy. The patient stuffed from rectal cancer. The patient¿s condition is stable, and she will be discharged as scheduled. The operation was performed from 8:30 to 18:30. The anvil reattached to the housing 3 times since the length of the rectum was short and the target tissue was tensioned. The device set at a little under the 1.5mm line of the indicator. The device was fired after the safety was confirmed to be released. There was no feedback that the washer was cut, and no breaking sound of the washer was heard at the firing though grasping the handle as usual. Then, the handle was grasped again, and there was also no feedback of cutting the washer. The surgeon did not touch the adjusting knob at the firing. It is unlikely to rotate the knob in the direction to open. After the firing, the surgeon removed the device by half-rotating the knob in the direction for open. The device was removed forcibly since it was harder than usual to remove. One third of the deployed stapes were malformed, and the target tissue was dehiscent. The malformed staples were not on the existing staple line. The part of the tissue which had malformed staple cut again, and the procedure was converted to the hartmann's operation. The washer could not be cut. The donuts were confirmed. The surgeon¿s comment is following: the device did not function as usual. The patient¿s rectum was short because of the reoperation. The cause of the malformed staples was unknown since the tissue was tensioned after the tissue around the rectum were dissected. The surgeon who fired the device did not have much experience. Prior to the operation, the surgeon explained to the patient that the length of her rectum is short because the operation is reoperation of the sigmoidectomy, and the operation might be converted to the hartmann's operation.

Event description:
It was reported that during an open low anterior resection, leakage occurred. The device was used on the rectum. There was no feedback that the washer was cut, and no breaking sound of the washer was heard at the firing. The surgeon fired the device by his both hands. Then, it was found that a half of the staple line was incomplete, and the staples were malformed. The donuts were created properly. The amount of the bleeding was unknown, and no blood transfusion was required. Prior to the event, the operation was quite difficult and converted from laparoscopic to open. The procedure was converted to permanent colostomy to complete the case.

Manufacturer narrative:
(B)(4). Batch # r5701a. Investigation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition, nicks were noted on the knife, the condition on the knife is consistent with the device been fired over existing staples. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The anvil was attached on the device completely and without any difficulties. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.